Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the procedure at the time of withdrawal, the physician found that the hydrophilic tip of the jagwire guidewire detached exposing the tip of the metal corewire. No part of the guidewire detached into the patient. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on (B)(4) 2014: it is unknown if any part of the guidewire detached into the patient.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the procedure at the time of withdrawal, the physician found that the hydrophilic tip of the jagwire guidewire detached exposing the tip of the metal corewire. No part of the guidewire detached into the patient. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Additional information: the visual examination of the guidewire revealed that the pebax was detached exposing the tip of the metal corewire. Presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured. The ptfe jacket did not present any anomaly. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is "handling damage." Since the manufacturing of this complaint device, a corrective action has been initiated to address this issue. A DHR (device history record) review was performed and no deviation was found.